Event description:
A patient in the ICU was receiving narcotics via this patient controlled analgesia (pca) pump. Staff identified that the pump was used to divert narcotics. This report is intended to point out that the design is flawed such that diversion is easily done. Specifically, the hardware allows a provider to disconnect the narcotic cassette by using either the manufacturer's designed key (which can be purchased on the internet for between (B)(6) dollars ((B)(6) search), or by rigging a simple tool like a coin and needle driver. Once disconnected, the medication can easily be siphoned off, and back filled with another fluid to simulate a presumed reservoir volume. Also, the software allows the provider to change the reservoir volume (after it has been drained) to reflect a presumed amount. Lastly, cassettes are not tamper resistant pre-connection to the pump.